Event description:
It was reported that the pacemaker would not fully interrogate and there was a elective replacement indicator (eri)/reset message seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead, implanted: (B)(6) 2001; 4068 implantable pacing lead, implanted: (B)(6) 2001. (B)(4).